Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and that they experienced high blood glucose level of 298 mg/dl. The customer was assisted with motor error troubleshooting. The drive support cap appeared normal. When asked if the insulin pump was exposed to high magnetic fields, they stated that at the end of june, they walked through a body scanner. The customer reported receiving a motor position encoder error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also mentioned receiving a no delivery alarm prior to the motor error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. Motor passed motor test. No motor position encoder error alarm on alarm history screen. Unit had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.